Event description:
It was reported that the burr became stuck. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
F10: device codes updated.

Event description:
It was reported that the burr became stuck. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure. It was further reported that the lesion was 70% stenosed, mildly tortuous and severely calcified. The device was stuck in lesion during advancing and was removed by guidezilla.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run due to the kinked and stretched coil. The device stalled and clinical circumstances were unable to be replicated. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure. It was further reported that the lesion was 70% stenosed, mildly tortuous and severely calcified. The device was stuck in lesion during advancing and was removed by guidezilla.